Manufacturer narrative:
Submit date (B)(4) 2012. And investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a pvp stick sponge. The customer reports that while conducting an internal vaginal procedure, the sponge stick was removed but the sponge remained in the vaginal cavity. The sponge was manually removed with the use of forceps.